Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed motor error and no delivery during bolusing. The customer changed the site out twice and the cannula was not bent. The blood glucose reading was 585mg/dl. Troubleshooting was performed and the drive support cap was flush and inside casing. Assisted the customer to run the displacement test and passed. Attempted to prime the device and the motor alarm did not occur. No further information was provided.